Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen of insulin pump was difficult to read, had rainbow effect and discoloration and blotches. The customer stated that insulin pump information erased, rejected new batteries and had no delivery alarm. Customer reported that insulin pump squirts insulin during prime, clock was unreliable and alarm was softer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.